Event description:
Pt stated the battery in her enbrel autotouch device has died and her device no longer works. Gave her the number to the MFR for a replacement / battery. No other info provided. Pt does not consent to be contacted.